Event description:
The manufacturer representative (rep) reported that there was an end of service (eos) that did not seem correct relative to the implant date, eos in only 5 years. The patient was a truck driver and didn't charge the device. The patient saw the eos and did not complain of any issues with the battery or dissatisfaction with longevity and all connections were good. The implantable neurostimulator (ins) was interrogated and prior to replacement the battery showed a date of (B)(6)-2000. The rep was unaware of any history of overdischarge and did not know how long the patient had gone without recharging. It was reviewed that since the battery was showing a date of 2000, there may have been a previous power on reset (por) indicating that there was an issue with the device at some point. There were no medical symptoms reported. The patient was seen on (B)(6) 2016. The battery was replaced on (B)(6) 2016 and since the patient was doing well and receiving appropriate therapy. Other relevant medical history includes non-malignant pain and complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.